Event description:
It was reported that noise was observed on the lead after review of egms on the v sense pace channel of the device. The patient experienced inappropriate therapy, due to noise. The lead was capped and replaced.

Manufacturer narrative:
No medwatch form was received.